Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Investigation summary: investigation is based on event description and review of provided imaging. The imaging review cannot confirm the difficulties in retrieving the ivc filter. Imaging from time of filter retrieval was not provided for review. Venogram from time of placement demonstrates an extremely ovoid shape to the ivc and a dextroconvex curvature to the ivc as well. Follow-up venogram venogram showed no significant tilt (i.e. The tilt<16deg.). The complaint report described major difficulties in retrieving the filter with incorporation of a guide wire loop snare technique to eventually free the filter endovascularly. The imaging review describes that in all likelihood this difficulty was encountered due to the small ap dimension of the ivc (5mm at infrarenal location), which likely resulted in the hook of the ivc filter eventually becoming endothelialized in the ivc wall. Regarding extravasation of contrast after the filter retrieval - which can be seen following aggressive and advanced filter retrieval techniques - is usually self-limited given the low pressure of the ivc. No symptoms related to the extravasation are discussed. Based on the provided information, the root cause for the reported event (difficult retrieval) cannot be determined. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 28.5 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 27.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.8 degrees. On 07/21/2015, post-procedure x-ray, (same day as procedure): site: filter tilt was < 6 degrees. No evidence of filter fracture, embolization, or migration. Analysis: the angle of filter tilt in the ap view was 5.1 degrees and 10 degrees in the lat view. There was no evidence of filter fracture, deformation, embolization, or migration. On (B)(6) 2016, pre-retrieval x-ray, (322 days post-procedure): site: no evidence of filter fracture, embolization, tilt, or migration. On (B)(6) 2016, retrieval venacavagram (322 days post-procedure): site: on the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did not appear outside the column of contrast before retrieval. Retrieval was performed with a cloversnare® vascular retrieval set and an ev3 amplatz gooseneck® snare kit (recovery cone removal system) via the right internal jugular vein. Additional methods included a loop snare. The physician had major difficulty retrieving the ivc filter. The filter was successfully retrieved endovascularly. There was extravasation of contrast after filter retrieval. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.